Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage inside the force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. However the insulin pump received with corroded motor home switch. The insulin pump received with cracked battery tube threads, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer's current blood glucose reading is 190 mg/dl. No further information reported.